Event description:
It was reported that the 9900 system had an intermittent loss of power. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The ac power was measured during the service call. The system was tested and found to be working as intended and put back into service.